Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2014 - plaintiff's preliminary disclosure form was received, which identified dob information. Doi will be updated. Part/lot provided for the cup and head. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint was updated on (B)(4) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 8/8/2014 - ppd with medical records received. Right hip was revised to address osteolysis. Upon revision, yellow-gray fluid, and corrosive material on the neck trunnion prior to removing the head and sleeve were noted. No corrosion was noted with regard to the stem, and the stem remained in situ. The sleeve is being added to the complaint. This complaint was updated on: 08/14/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 05/12/2014 - sales rep reported revision surgery. Patient was revised to address pain. There is no new additional information that would affect the investigation. This complaint was updated on: 06/01/2014.

Event description:
Litigation papers allege physical injury, pain, bodily impairment, and high levels of toxic metal in the blood stream. Comment: due to litigation discussing the issues of metal-on-metal, we are currently reporting the acetabular cup and femoral head. Should we receive additional information, we will update accordingly.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.